Event description:
The customer reported that the system would not power up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service.